Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint devices for evaluation. Our investigation is in progress and we will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: three complaint mr290hfv chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection revealed that the dome of all three chambers was cracked. One of the three chambers had a horizontal crack in the chamber dome underneath the port along the base and the chamber dome was cracked beside the hinge bracket. The other two chambers each had a vertical crack beside the hinge bracket on the chamber dome. The print on the domes was smeared. A lot check revealed no other complaints of this nature for lot 140409. Conclusion: the nature of the cracking and the residue on two of the chambers indicate that the damage was caused by the chambers coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber domes. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa. Our monitoring and trending of complaints of environmental stress cracking in mr290 chambers has a rate of occurrence of (B)(4) worldwide in the last year to the end of march 2015.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare field representative that three mr290hfv humidification chambers were found to be cracked during use. The chambers were all used with high-frequency oscillatory ventilation (hfov). The first event occurred on (B)(6) 2015, the second event occurred on (B)(6) 2015 and the third event occurred on (B)(6) 2015. No patient consequence was reported.

Event description:
A hospital in the (B)(6) reported via a fisher & paykel healthcare field representative that three mr290hfv humidification chambers were found to be cracked during use. The chambers were all used with high-frequency oscillatory ventilation (hfov). The first event occurred on (B)(6) 2015, the second event occurred on (B)(6) 2015 and the third event occurred on (B)(6) 2015. No patient consequence was reported.